Manufacturer narrative:
After further review MFR# is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that while using bd lsrfortessa¿ so biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from italian to english: the customer reports that the sip drips when the arm is at the side. The instrument acquires samples without problems. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination / bleach? No. Was the customer / bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd lsrfortessa" so biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from(B)(6) to english: the customer reports that the sip drips when the arm is at the side. The instrument acquires samples without problems. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination / bleach? No. Was the customer / bd personnel physically in contact with the fluid? No.